Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that on (B)(6) 2022, the patient's infusion set's tubing detached/broken at the site connector. Therefore, her blood glucose level was 8.1 mmol/l at the time of the event. Moreover, they reconnected the infusion set, and insulin was resumed without difficulty. No further information available.